Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. On receiving the taperloc it was observed that the packaging had not been sent with the stem. As the complaint issue relates to a packaging issue and an appropriate evaluation into the complaint issue was not possible. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the package received was not vacuum sealed.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. (B)(4).